Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full analysis was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Findings noted the helix would not extend during analysis due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1pin is rotated.

Event description:
It was reported, during an implant procedure, the lead was positioned in right ventricle apex, fixed the first time, and then repositioned. However, the helix mechanism did not subsequently, and the distal helix stayed inside the lead tip. Consequently, the lead was removed and replaced. No patient complications have been reported as a result of this event.